Event description:
It was reported that the patient underwent a gynecological procedure and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following implantation of the mesh the patient experienced pain, dyspareunia and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal/revision on 09/15/2004. The patient also had a laparoscopic bilateral salpingo-oophorectomy on (B)(6) 2004. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01930. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, worsening incontinence, and polyuria.